Event description:
It was reported that during a lap nephrectomy, the device stapled across the renal artery, but when they went to remove the device, it tore the vena cava when the staples did not hold. Pathology was inconclusive regarding staple formation. The surgeon grabbed the vena cava to stop the bleeding created by the hole. Very minimal blood loss. Called in a vascular surgeon to complete the case. The case was converted to open to repair the damage. Patient is fine with no post operative issues.

Manufacturer narrative:
Date sent: 03/18/2008. Information anticipated, but unavailable at this time.